Event description:
Patient was implanted with a matrix construct on (B)(6) 2012. Post operative x-ray showed one screw was not in proper placement. Patient was returned to the operating room on (B)(6) 2012. The screw was removed and replaced with a hook. During the removal the tip of the sport grip stardrive shaft for matrix broke while taking out the locking cap. Surgeon was able to complete the procedure. This is 2 of 2 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2012.